Manufacturer narrative:
Insulin pump passed the displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery test.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer experienced a high blood glucose. Customer¿s high blood glucose value of 263 mg/dl at the time of incident. Customer said insulin pump was not lowering his blood glucose while using bolus wizard. The device will be returned for analysis.